Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6)2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a c-section on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff saw her physician and underwent a c-section, at which time one of two essure devices was removed. The remaining coil cannot be removed because it was located too close to her uterus, and if removed would cause too much bleeding. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ("pregnant/pregnancy (no complications)"), device dislocation ("malposition of essure device/migration of essure device: location of device: abdominal cavity") and rectal prolapse ("rectal prolapse") in a (B)(6) year-old female patient (gravida 4, para 3) who had essure inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective" in (B)(6) 2016 and device difficult to use "inability to remove all the coils". The patient's past medical history included prenatal care (2012, 2014) in (B)(6) 2016, c-section, multigravida, premature delivery, parity 5 (dob: ((B)(6) 2016, (B)(6) 2014, (B)(6) 2012, (B)(6) 1998, (B)(6) 1995)), menarche (at 12), anemia, uterine fibroid (removed 2005), melanoma skin (removed 2004) and parity 3. Previously administered products included for an unreported indication: depo provera from (B)(6) 2015 to (B)(6) 2018, prenatal vitamins: iron from (B)(6) 2014 to (B)(6) 2015 and prenatal vitamins from 2011 to 2013. Concurrent conditions included overweight (bmi 26.267), anxiety, depression and streptococcal bacteraemia. Family history included hypertension (mother). Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2015 for birth control as well as allegra-d [fexofenadine hydrochloride,pseudoephedrine hydrochloride], iron from (B)(6) 2016 to (B)(6) 2017 and prenatal vitamins from (B)(6) 2016 to (B)(6) 2017. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 11 months 9 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced rectal prolapse (seriousness criterion medically significant). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2016. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with diazepam (valium), ibuprofen, surgery (underwent a low transverse c-section with bilateral tubal ligation on (B)(6) 2016), surgery (a low transverse c-section with bilateral tubal ligation on (B)(6) 2016. Rt side device removed) and surgery (underwent a low transverse c-section with bilateral tubal ligation on (B)(6) 2016). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device had resolved, the device dislocation had not resolved and the rectal prolapse outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. The caesarean delivery occurred on (B)(6) 2016. The apgar scores was 1 (at 5 minutes). The reporter considered device dislocation, pregnancy with contraceptive device and rectal prolapse to be related to essure. The reporter commented: on (B)(6) 2016, plaintiff saw her physician and underwent a c-section, at which time one of two essure devices was removed. The remaining coil cannot be removed because it was located too close to her uterus, and if removed would cause too much bleeding. She did not claimed that essure worsened a previously existing injury/condition. Essure did not caused birth defects. For contraception after essure palcement she used birth control from (B)(6) 2015 to (B)(6) 2015 (back up to essure for 3 months). She used over the counter condom 2010 to (B)(6) 2014 birth control. Essure procedure completed successfully with 4 coils seen in bilateral ostia. Patient desires a c-section due to rectal prolapse and desiring a tubal ligation as this pregnancy occurred after placement of the essure devices and desires btl. Patient tolearted removal procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2016: pregnancy confirmed . Essure procedure completed successfully with 4 coils seen in bilateral ostia. Gynecological examination: uterus: bilateral ostia visualized. (B)(6) 2016:normal fetal movement, pos contractions, no lof, no vaginal bleeding. (B)(6) 2016: operative report-on the right, the majority of essure device was palpable at cornua of the tube, so the proximal tube was clamped with peon's. The portion of the tube containing the essure device was transected and removed with the metzenbaum scissors, and the remaining mesosalpinx was oversewn with 3-0 vicryl. Area the comua was bleeding and was oversewn with multiple figure-of-eight until hemostasis was noted. On the left side, the tube was gently grasped with a babcock. The usual device was minimally palpable at the cornua, only a small portion, so decision was made to not remove that. The incision was irrigated and inspected was hemostatic. Pelvic gutters cleaned with laparotomy sponges. Methodical wound exam was done and count was correct. Rectus muscles were inspected and irrigated, and were hemostatic. Fascia was closed with #1 vicryl. Subcu tissue was irrigated copiously. Any oozing cauterized with bovie until hemostasis observed and the skin closed with staples. The patient tolerated the procedure well. She was transferred to recovery in stable and satisfactory condition. On (B)(6) 2016, surgical pathology report : specimen submitted: left fallopian tube, right fallopian tube. Gross description the specimen consists of a 3 cm. In length and 0.6 cm. In diameter piece of cylindrical pink-tan tissue. Representative sections are submitted in c49. The specimen consists of a 1.8 cm. In length and 1 cm. In diameter portion of fallopian tube. Sectioning shows the lumen to contain a coiled piece of metal which are removed. Additional pieces of metallic wire consistent with the ones used for tubal ligation are present. The entire soft tissue submitted in c50. Microscopic description: 1 and 2. Sections show unremarkable left fallopian tube. The right fallopian tube shows luminal stenosis and fibrosis. There is no evidence of endometriosis or malignancy. Concerning injuries reported in this case the following one/ones were described in patient medical records: rectal prolapse (rectal prolapse), intrauterine pregnancy at 39+ weeks. Most recent follow-up information incorporated above includes: on 2-feb-2018: pfs and medical records received: event per pfs: device dislocation, device removal failed, event per mr rectal prolapse were added. Historical condition, concomitant condition, relevant lab data, patient demographic data were added. Reporter details added. Pregnancy outcome added as live birth. Other information regarding pregnancy were added. Concomitant, historical and treatment drugs were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.